Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification, mild tortuosity, and 90% stenosis. The 2.0x30 mm mini trek balloon dilatation catheter (bdc) ruptured during the first inflation to 17 atmospheres (atm). There was resistance with the anatomy during advancement and removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that during inflation, the bdc was overinflated to 17 atmospheres (atms) and the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.